Manufacturer narrative:
Analysis of the returned sensor guidewire revealed that the coating of the wire peeled. It was observed on several sections the coating peeled. Additional, the ptfe sleeve located in the proximal section was missing, exposing the corewire. The device appears to have been in contact with a sharp or metal object. Therefore, the most probable root cause for this event is determined to be operational context.

Manufacturer narrative:
(B)(4):the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corportation that a sensor urological guidewire was used in an unknown procedure on an unknown date. According to the complainant; the "sensor wire fell apart". It was reported that no further information is available.

Event description:
It was reported to boston scientific corportation that a sensor urological guidewire was used in an unknown procedure on an unknown date. (Patient ID, age, weight, sex are unknown)according to the complainant; the "sensor wire fell apart". It was reported that no further information is available.